Event description:
It was reported that the pt was re-implanted on (B)(6) 2014. High current levels at broad pulse width were required to reach comfortable levels. The pt had poor sound quality.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.